Event description:
The customer reported that the insulin pump has a damaged casing. Troubleshooting was performed. The customer stated that she has discontinued use of the device for the last month and she did not report. The customer also stated that the insulin pump casing was pushed back by the motor during the manual prime process. Advised the customer that a replacement of the insulin pump will be sent and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. However, the device passed the displacement test. The insulin pump had a broken reservoir tube. Further testing could not be performed due to the prime anomaly.